Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. (B)(4).

Event description:
It was reported by the patient that they pulled the clear tab before putting on the pod and the cannula was already sticking out. Indicating the needle deployed early.